Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in multiple field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was in an automobile accident sometime in (B)(6) 2017. As a result, the patient was no longer able to communicate with their ipg using their charger or programmer. Troubleshooting was unable to provide resolution. As a result, the patient underwent surgical intervention to have their ipg replaced. Therapy has been restored post op.